Manufacturer narrative:
(B)(4). Customer returned wrong meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 200 to 230mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer non-fasting and produced test results of 489 mg/dl and 374 mg/dl. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). Caller states meter read 473mg/dl and then tested with another meter and it read 234mg/dl on (b)(46 2016 at 01:06pm, fasting.